Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stops. A review of the log files found several low speed and pump stop events while connected to battery power. It was suspected that there was a short to shield in the driveline. The patient was hospitalized and kept on battery power. A pump replacement was scheduled for (B)(6) 2022, but a donor heart became available and the patient underwent successful heart transplant.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1: patient privacy laws in the event country prohibit the release of private patient information. The patient's initials should have been removed from the previous report. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log files. The submitted log file captured numerous low speed and pump stop events were captured while the device was connected to the power module. The pump stop events were associated with elevations in pump power, low flow hazards, and motor stop alarms. Based on previous complaint history, the abnormal pump operation captured in the log file appeared to be consistent with potential driveline wire compromise. (B)(6) was returned assembled with the driveline cut approximately 0.75 inches from the pump housing. Approximately 8 inches of the mid-section of the driveline, as well as approximately 29 inches of the severed portion of the driveline was returned. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of any adhered or developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. After all layers were stripped from the driveline each portion of the driveline was visually inspected under the microscope for visible signs of breaches. Following the visual inspection, the wires were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed that all wires on the cable connector portion of the driveline passed. The middle section of the driveline had breaches in the black and brown wires approximately 1.5 inches from the end, near where the metal braided shield breakdown was noted. The pump end of the driveline was tested by removing the protective wrap around the electrical leads internal to the pump, removing the nipple and pulling the wires through to test the portion of the driveline connected to the pump. A breach was found in the black wire at what would be adjacent to the pump housing. All other wires did not reveal any areas of current leakage in the insulation. If the exposed conductors of the black and brown wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13apr2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Quality assurance procedure hm ii percutaneous cable describes the methods and acceptance criteria for quality assurance incoming visual inspection of the hm ii percutaneous cable vendor instruction percutaneous cable heartmate ii, defines additional supplier requirements relating to purchase orders of the heartmate ii percutaneous cable. Fabrication procedure hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.